Event description:
It was reported while using a bd vacutainer® eclipse¿ blood collection needle the rubber sleeve failed to recover the non-patient cannula leading to blood leakage. There was no report of adverse impact to patients or users.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes h.3 device eval by manufacturer? Yes d9: returned to manufacturer on: 25-oct-2024 investigation summary material #: 368607 lot/batch #: 4184010 bd received 16 samples and 1 photo for investigation. The photo was reviewed and although sleeve leakage was not observed, the circled area shows excess material on the sleeve. Additionally, 10 of the customer samples were evaluated by functional draw testing and the indicated failure mode for sleeve leakage with the incident lot was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode defective sleeve. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using a bd vacutainer® eclipse¿ blood collection needle the rubber sleeve failed to recover the non-patient cannula leading to blood leakage. There was no report of adverse impact to patients or users.